Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. Unable to perform excessive no delivery test and unable to verify no delivery alarm and a52 alarm due to motor error alarm at basic occlusion. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported the reservoir compartment lip broke while customer was doing an infusion set change. Customer's blood glucose was unknown. Customer also reported the insulin pump alarmed no delivery. Alarm was resolved with a set change. Troubleshooting was not performed, unable to determine if the infusion set, reservoir, or site caused the occlusion. No further information reported. The device also alarmed software error. Customer stated the alarm did not occur while trying to change settings. Customer was unsure if the alarm occurred after pressing act while bolus was delivering. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for cosmetic damage was also performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.